Event description:
The intralase fs laser was used to create a corneal flap in the left eye (os) for lasik surgery in 2006. The pattern appeared broken, but doctor opted to proceed with the lifting of the flap. Upon lifting flap, the flap tore into three pieces. The doctor completed the lasik treatement, returned the flap to position and placed sutures to secure the flap. This event was not reported to intralase until 3/20/07. Patient preoperative visual acuity (va), prior to intralase treatment was 20/200 os. Patient's postoperative best corrected visual acuity (b cva) is 20/20 os and patient is doing well. The association between the event and the device is unknown.

Manufacturer narrative:
On 9/11/06, an intralase field service engineer (fse) performed scheduled preventative maintenance and found the system met specifications and performed as intended. On 3/2/07, an fse and a clinical applications specialist (cas) visited the site, modified laser settings per doctor's request and made recommendations with regards to surgical technique. Recommendations were declined and doctor was advised to potential outcome(s). The laser met specifications and performed as intended upon departure. Since the report of this event, a cas has been in contact with the site to obtain patient follow up. Per the cas, the patient has recovered and no other complications have been reported. No further treatment is planned.